Event description:
Over the past 2 years, spontaneous deflation has been noted with rt breast size. Mammogram shows deflation of right breast saline implant. Pt for surgical removal of device and right breast re-augmentation 2/14/97.